Manufacturer narrative:
Updated information: h6 component code changed to g07001 the investigation for the automated impella controller has been completed. Investigation could not be conducted due to product not returned.

Manufacturer narrative:
E1: corrected initial reporter facility name, street address, and zip code.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller displayed a sensor failure alert, while the pump continued to operate without interruption.

Manufacturer narrative:
D4 primary UDI number was revised. E1 revised initial reporter facility name and initial reporter city. H10 related report number was added. This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the pump.